Event description:
It was reported that the patient states turning off implantable neurostimulator (ins) for her annual checkups to do a EKG. In january the patient didn't think it got turned off, then got home and was feeling strange and it was off. Patient states not sure how to tell if therapy was on or off. Patient services (pss) reviewed. Patient asking about eri and eos . Patient states voltage is at 2.76. Pss reviewed patient states therapy does not seem to be working as well as the voltage goes down. Patient states since the last time seeing the healthcare provider (hcp) 4 months ago, left side toes want to move around so patient increased setting up one and then moved it back down and then moved it up two. It seemed fine that day and then it went back to the way it was. The right hand sometimes cant write, like chicken scratch. That has been going on 7-8 months ago. Walking is not as good, left leg wants to go sideways when trying to walk , for about 8 months. Patient saw the hcp about 3 months prior to that. In 2022. Patient states having problem with arm, and hcp did something else and messed up the way patient was walking and this happened 3 times. Walking was not the same after that so patient change to a hcp in (B)(6). Patient states she has been feeling on right hand, a tremor that is indicative of essential tremor. When resting the hand it does not shake and when not resting it, it does shake. Patient last saw the hcp about 4 months ago. Patient asking about rechargeable ins. Pss reviewed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.